Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient (clinical study, (B)(6)) experienced a ventricular fibrillation episode following their cardiomems sensor implant. The physician has stated that there were no complications during the procedure, and that the patient was stable at post op. X-rays confirmed that the patient's sensor remained in place following the episode. Follow up revealed that the patient later passed away on (B)(6) 2018 due to ventricular tachycardia from an underlying heart disease. It was noted that this event was not related to the device.